Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
This report is to advise of an event observed during analysis confirming a tip fracture of the catheter.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. Investigation revealed the distal tip of the catheter was kinked and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture could not be conclusively determined, however abbott is performing further investigation.